Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 867688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included gravida ii, parity 1 and caesarean section. In 2010, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe menstrual pain") and pelvic pain ("pelvic pain / pain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), migraine ("migraines / headaches"), genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (diagnostic laparoscopy, chromotubation.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased, gastrointestinal disorder, migraine, genital haemorrhage, back pain, female sexual dysfunction, fatigue and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discremptency: date(s) of insertion: (B)(6) 2012, 2010, 2012, (B)(6) 2011. Lot # reported (867688) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: retention and fu 9 were processed together. All the information from deletion case (B)(4) were transferred including reporters, references, documents and events: heavy bleeding, severe back pain, apareunia (inability to have sexual intercourse), dental problems, fatigue, urinary problems. Reporter, medical history and essure removal date were added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased, gastrointestinal disorder and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discremptency: date(s) of insertion: (B)(6) 2012, 2010, 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Events added from pfs- migraines / headaches. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased, gastrointestinal disorder and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discrepancy: date(s) of insertion: (B)(6) 2012, 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 867688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". In 2010, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased, gastrointestinal disorder and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discremptency: date(s) of insertion: (B)(6) 2012, 2010, 2012, (B)(6) 2011. Most recent follow-up information incorporated above includes: on 14-oct-2020: mr received new reporter information was added. Lot no and insertion date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 867688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". In 2010, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), headache ("headaches"), gastrointestinal disorder ("gi conditions") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased, gastrointestinal disorder and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discrepancy: date(s) of insertion: (B)(6) 2012, 2010, 2012, (B)(6) 2011. Lot # reported (867688) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems bladder probs"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological trauma, bladder disorder, headache, weight decreased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob discrepancy: date(s) of insertion: (B)(6) 2012, 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received; previously added injury nos was replaced with dysmenorrhea, & new events dyspareunia, pelvic pain, abdominal pain, menorrhagia, psych injury, migration, bladder problems, gi conditions, headaches, weight loss, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.